Event description:
A customer contacted baxter's technical service center reporting a check heater line alarm during day fill 1 of 1 on the home choice (hc) where the heater bag only was changed out. The home patient (hp) moved the pinch clamp on the heater line, the frangible was broken, the lumen was opened, pulled the tubing up/down at the door, resumed fill and the alarm repeated the hp flipped the heater bag, the drain line was clear and the alarm repeated. The technical service representative (tsr) assisted with ending therapy and the hp would start over with new supplies. The hp stated the last time this happened he changed out the heater bag only and it worked okay. The tsr explained the set up was potentially compromised by doing this and to let the registered nurse (rn) know. The hp understood and knows he would have to bypass the initial drain. The initial drain volume (idv) =2183ml. During follow up with the caregiver (cg) on (B)(4) 2012 regarding the home patient (hp) disconnecting and reconnection solution bags. Per the cg, the hp did not notice anything at the time of the alarm that may have caused it. The cg stated the hp did not follow up with his peritoneal dialysis nurse (pdn) and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single use product issue is confirmed. The patient reported during trouble shooting of an alarm situation check heater ine, patient switched the heater bag only but reused rest of the set, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.